Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The current blood glucose reading is 189 mg/dl. Customer experienced pain in abdomen, heartburn, headache and metal taste in mouth. The blood glucose reading at the time of the event was 392 mg/dl. The blood glucose level would not go down. Hospital treated with manual injections, insulin pump, IV solution and antibiotics. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.